Manufacturer narrative:
Date rec'd by MFR: 03jun2019. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. A gas delivery system (gds) system was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the gds system noted o2 flow sensor board bent at an angle with respect to u1 flow sensor, suspecting mechanical damage to u1. The return component was installed into a test ventilator and the device did not boot into the normal ventilation mode and an error watchdog test failed was noted. Booting into service mode reveals o2 flow sensor failure with zero offset reading of 240 (standard liters per minute) slpm. The root cause was isolated to a component u1 in the air flow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation has been completed

Event description:
The customer reported errors1202-prox pressure disconnect,1203- low leak co2,1207-low insp pressure 120e-low min ventilation 120f-low tidal volume. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used

Manufacturer narrative:
Report date: 30jan2019. Date rec'd by MFR: 29jan2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to complete a full pvt (performance verification test) and address any issues found. They were also provided with the part number for the flow sensor assembly, if needed, and discussed instillation. The customer confirmed the unit failed air flow accuracy testing. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.